Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received: "revision of lcs bearing due to instability. Bearing was upsized from 10mm to 15mm" and "there wasn¿t an allegation against the insert as such, it was that the bearing thickness needed to be thicker to increase stability. The insert was thus exchanged to a greater thickness during this revision. No other components were revised". The product was not returned to depuy synthes, however photos were provided for review. See attachment (img_0189.jpeg and img_0190.jpeg). The photographs attached were reviewed, however they do not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: d4 (expiration date, primary UDI number), h4.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision of lcs bearing due to instability. The bearing thickness needed to be thicker to increase stability. Bearing was upsized from 10mm to 15mm. No other components were revised.